Event description:
I had prk laser vision surgery last year and my vision in low light is staggeringly worse. I am an actor who works in low light on stage all the time and the adverse affects of the surgery have made it very difficult to keep performing. I also have extreme challenges driving at night. As a student, I find myself struggling to see the board in all but the most optimal lighting conditions.